Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector on a new ilet pump could be attached but could not be twisted to lock when a filled cartridge was installed, despite trying multiple cartridges and connectors; the same cartridge and connector locked properly in a different ilet, and an out-of-box replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose, as the patient had not started therapy. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting with alternative cartridges and connectors and comparative testing on a second device. Investigation of this case revealed a device mechanical interface issue localized to the original pump¿s connector locking mechanism, while the cartridge, connector, and a second pump functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the connector locking interface on the original unit.